Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. As per part investigation, it was determined that there was solenoid with thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of "drawer failure" was confirmed during field service engineer testing and subsequently confirmed in the dchu inspection and testing process. According to work order #(B)(4) the fse reported that main hh drawer 5.2 derailed. Slide rail bracket for drawer 5 fell inside hh drawer 6 and shorted out all the components. Electrical burning smell was coming from drawer 6. There was no sign of smoke or burn. The fse picked up new hh drawer from depot and came back to replace drawer. Durind dchu visual inspection: pn 361054-01: the "smart hh cubie drawer" was received in good condition with no physical damage, signs of fluid ingress or missing components. During dchu testing: pn 361054-01: it was detected that a retainer bracket was derailed and the solenoid presented thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the drawer failure was a malfunctioning retainer bracket, which likely allowed the drawer to be extended beyond its intended limit. Additionally, a solenoid with thermal damage was identified, which may have impaired proper actuation and contributed to the failure by affecting the drawer's normal operation.